Event description:
It was reported that the pump touch screen was black, so pump display remained unusable and customer could not access pump functions. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.